Event description:
During an in clinic follow up, it was noted the device was in back up mode. Technical support was contacted and suspected battery was low and eri (elective replacement indicator) had been reached. It was noted a device firmware download was carried out. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to a known mechanism that can be encountered when too many high voltage charges are performed in too short a period of time. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, and pacing functions of the device were tested and found to be normal.